Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist tried to contact the customer for further assistance, and the tss had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to the pyxis medstation in the ed when they include first dose function was selected on the evident v1.6 electronic health record. This ehr feature was designed to generate an immediate dose now instead of waiting for the next scheduled administration time. Although the ehr successfully assigned a start-now time, that first dose was not transmitted to pyxis, preventing staff from being able to remove the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.